Event description:
A report was received that the patient was experiencing pain at the pocket site and was unable to connect the ipg. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site and was unable to connect the ipg. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was not holding a charge and both leads had malfunctioning contacts. The patient will undergo an ipg and lead replacement procedure. No device malfunction was suspected with the ipg. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 15578249, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the pocket site and was unable to connect the ipg. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site and was unable to connect the ipg. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient had communication difficulty between the remote control and ipg. It was also reported that this issue was resolved.

Event description:
A report was received that the patient was experiencing pain at the pocket site and was unable to connect the ipg. The patient will undergo a pocket revision procedure.